Event description:
Caller reported aviva system blood glucose results of 346 mg/dl, 92 mg/dl, and 141 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return.

Manufacturer narrative:
Strips not available for return.